Event description:
Information received from the field does not address the patient's clinical status but notes inappropriate measured data. The initial measured battery data was 2.76 v, 14 ua, 1.1 kohms, but a subsequent reading showed 2.56 v, 14 ua, 11 kohms. Similiar discrepancies were found in previous and subsequent follow-ups.